Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms. The customer's blood glucose level was 179 mg/dl. Reportedly, the pump was not within abnormal temperature conditions. It was indicated that the customer would continue to use the pump for insulin therapy.